Event description:
Same case as MFR report #: 2134265-2011-04262. It was reported that following a stenting treatment procedure, the patient presented with thrombosis and subsequently died. Using the right femoral artery, the procedure treated the lesion located in the proximal left anterior descending (lad) artery. After positioning a choice guide wire, a 3.0x38mm ion stent was advanced for treatment but could not cross the lesion and was removed. Pre-dilation was then performed with a 2.0x30mm apex balloon inflated twice to 13 atm's. The 3.0x38mm ion stent was then re-advanced and deployed in the target lesion at 13 atm's. Next a 3.5x16mm ion stent was advanced to the target lesion and also deployed at 13 atm's. The patient did have some chest discomfort and received IV medication. The patient was transferred to her room in stable condition. A few hours later, the patient experienced chest pain and was brought back to the cath lab which revealed a totally occluded lad. A non bsc guide wire was advanced through the lesion and the lesion was aspirated with an aspiration catheter. Ballooning was then performed with a 3.0x30mm apex balloon inflated 3 times to maximum pressure of 10 atm's. Next a 3.5x32mm veriflex stent was advanced but could not cross the lesion and was removed. A 3.5x18mm non bsc stent was advanced but also could not cross the lesion and was removed. A guide catheter was advanced for support and the 3.5x18mm non bsc stent was then re-advanced and deployed at 10 atm's. The stent was post dilated with the stent delivery balloon at 11 atm's. The patient's chest discomfort improved. Additional post dilation was performed with a 3.0x15mm quantum balloon inflated twice to maximum pressure of 15 atm's. The patient was ok after she left the thrombectomy procedure and was no longer in pain. However, she went into cardiogenic shock and died 2 days later.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).